Event description:
The user reported having no hearing sensation with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition the reference electrode seems to be damaged as well by the suspected impact. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported having no hearing sensation with the device. The external parts were checked and no problems were reported. In situ testing from (B)(6) 2022 showed high impedance on 5 channels (ch1 - ch4 and ch6) and a gpi (ground path impedance) of 11.68 kohm. Re-implantation considered but is not sched.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The user reported having no hearing sensation with the device. The user has been re-implanted.

Event description:
The user reported having no hearing sensation with the device. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, the reference electrode seems to be damaged as well by the suspected impact. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.